Event description:
It was reported that they were trying to fill an arctic sun device, but it would not take up any water, and they could not start therapy. Confirmed the water reservoir indicator had no bars illuminated. Pads are not connected. Asked nurse to press fill reservoir again, remove fluid delivery line (fdl), and occluded the holes where the fluid delivery line (fdl) attaches. Nurse only able to feel minimal suction and the reservoir would not fill. Advised to send to biomed for repair. Per follow up information received via task on 12feb2026, spoke with biomed who stated a faulty circulation pump was expected. The device had been returned from a repair about a month ago and wanted to know if other repairs had been made at that time. Provided technical support information.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Confirmed the water reservoir indicator had no bars illuminated. Pads are not connected. Asked nurse to press fill reservoir again, remove fluid delivery line (fdl), and occluded the holes where the fluid delivery line (fdl) attaches. Nurse only able to feel minimal suction and the reservoir would not fill. Advised to send to biomed for repair. Per follow up information received via task on 12feb2026, spoke with biomed who stated a faulty circulation pump was expected. The device had been returned from a repair about a month ago and wanted to know if other repairs had been made at that time. Provided technical support information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill an arctic sun device, but it would not take up any water, and they could not start therapy. Confirmed the water reservoir indicator had no bars illuminated. Pads are not connected. Asked nurse to press fill reservoir again, remove fluid delivery line (fdl), and occluded the holes where the fluid delivery line (fdl) attaches. Nurse only able to feel minimal suction and the reservoir would not fill. Advised to send to biomed for repair. Per follow up information received via task on 12feb2026, spoke with biomed who stated a faulty circulation pump was expected. The device had been returned from a repair about a month ago and wanted to know if other repairs had been made at that time. Provided technical support information.